Event description:
It was reported that while the epg (external pulse generator) was connected to a patient, the setting changed to an initial setting value. This was confirmed to have occurred twice. There were no patient complications as a result of this event. The epg was tested at the hospital, with the ventricular output set to 10ma, but the measurement results showed 35ma.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.